Event description:
It was reported that the procedure was treating a lesion in the left main coronary artery. The 3.5x15mm xience xpedition was implanted in the left main artery. The stent delivery system (sds) was retracted and then advanced to be used for post-dilatation. Resistance was noted during advancement and the shaft became kinked; however, the sds was advanced to the lesion. When inflation of the sds was attempted, the indeflator became detached from the hub of the sds and was then re-attached. The sds was inflated; however, the sds only deflated slightly. The partially deflated sds was retracted into the guiding catheter with force and was removed from the patient anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deflation issue was unable to be confirmed. The kinked shaft was confirmed. The difficulty removing the device was able to be confirmed. The physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for deflation issue, kinked shaft, difficult to remove, or physical resistance from this lot. Based on the reviewed information, no product deficiency was identified.